Manufacturer narrative:
(B)(6). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 06/19/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer feels results may be too low. Customer states on a lab result obtained in (B)(6) 2015, 225mg/dl, however, when testing with the trueresult he obtains results in the 100's. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report #(B)(4).

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-150 mg/dl. Fasting. Verified the strips expire 06/16/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1: 113mg/dl, (B)(6) 2015, 11:00:00 am, fasting, 2: 124mg/dl, (B)(6) 2015, 11:00:00 pm, 3: 145mg/dl, (B)(6) 2015, 09:00:00 am, fasting, 4: 103mg/dl, (B)(6) 2015, 11:00:00 pm and 5: 176mg/dl, (B)(6) 2015, 09:00:00 am, fasting . Customer feels results may be too low. Customer states on a lab result obtained in (B)(6) 2015, 225mg/dl, however, when testing with the trueresult, he obtains results in the 100's. No adverse event not reported.